Manufacturer narrative:
The evaluation of the concentrator was completed. In its received condition, it was observed that the unit produced low oxygen purity. However, this was not due to a product malfunction. Rather, the flow meter had been set to 6.9 liters, which is above the unit¿s maximum specified flow rate of 5 liters. When the flow meter was set to a value within the unit¿s specified range, the oxygen purity elevated to a normal level. It was observed that the audible alarm and visual indicators functioned properly. A product malfunction was not confirmed. Based on the evaluation, the alleged event resulted from user error. The irc5p user manual warns, ¿do not set the flow above the red ring. An oxygen flow greater than 5 l/min will decrease the oxygen concentration.¿

Event description:
The dealer reported that the patient's son-in-law alleged that the irc5p concentrator stopped working but did not alarm to alert the patient that it was not working, and the patient expired due to lack of oxygen.

Manufacturer narrative:
An MDR is being filed for this event due to the allegation that a failure of the concentrator resulted in the patient's death. However, if the concentrator is used as intended, a malfunction is not likely to cause/contribute to a serious injury or death. The intended function and use of the irc5p oxygen concentrator is to provide supplemental oxygen to patients with respiratory disorders. It is not intended to sustain or support life. It should only be used by a patient that can withstand temporary cessation of oxygen, that is capable of spontaneous breath, and that is able to inhale and exhale without the use of a machine. Additionally, an alternate source of supplemental oxygen should be readily available to the patient in the event of a power outage, alarm condition, or mechanical failure. If the patient is likely to sustain serious injury or death upon cessation of oxygen, the irc5p concentrator may not be appropriate for their medical needs. The irc5p concentrator provides a way for the user to confirm whether the unit's alarms are functional. The user manual advises that when the concentrator is powered on, all the panel lights and the audible alarm should come on for one second, confirming that the indicators are functioning properly. At this time, the alleged alarm failure has not been confirmed. The dealer advised that the concentrator was delivered to the patient on (B)(6) 2020. He provided copies of the concentrator's service records, which showed that the last service date was 09/30/2016. Nothing from service records indicated that the alarm was not functional. Following the incident, the dealer did not test the unit but placed it in quarantine. The unit has been returned to invacare and is pending evaluation. Once the evaluation results are available, a supplemental record will be filed.

Event description:
The dealer reported that the patient's son-in-law alleged that the irc5p concentrator stopped working but did not alarm to alert the patient that it was not working, and the patient expired due to lack of oxygen.